Event description:
Customer attempted to test on her aviva meter, but was unable to obtain a result due to an error message. Customer was feeling "twitchy and her eyes would not focus" at the time of the attempt. Customer went to the kitchen to get something to eat and passed out before she could consume the food. Customer awakened about 2 hours later and was feeling better. Customer was able to retrieve and consume food at that time. Customer attempted to test again, but received an error message. No further adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.